Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to an everflo portable oxygen concentrator alleging it was not possible to adjust the oxygen flow in the flowmeter of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer, and during evaluation it was not possible to adjust the oxygen flow in the flowmeter of the device due to an obstruction in the inner hose.

Manufacturer narrative:
Section d: device identifier (gtin) updated. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.